Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with exair mesh. Later the patient experienced pelvic pain, dyspareunia and urge incontinence. A revision of mesh and durasphere bulking agent injection were performed.